Event description:
Novolog was not delivered from the novopen echo due to the spring being coiled [device issue]. Blood sugar more than 600 mg/dl [blood glucose increased]. Pain at the injection site [injection site pain]. Novopen echo screen was not displaying [device information output issue]. Expired device used [expired device used]. Case description: this serious spontaneous case from the united states was reported by a medical doctor as "novolog was not delivered from the novopen echo due to the spring being coiled" beginning on (B)(6) 2017, "blood sugar more than 600 mg/dl" beginning on (B)(6) 2017, "pain at the injection site" with an unspecified onset date and "novopen echo screen was not displaying" with an unspecified onset date, "expired device used" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus" and novolog penfill (insulin aspart) from unknown start date and on-going due to "type 1 diabetes mellitus" with regimen # 1 unknown dose and frequency and regimen # 2 dose of 5 units and unknown frequency. Patient's height, weight and body mass index (bmi) not reported. Medical history included type 1 diabetes mellitus (duration not reported) and pain at injection site. Historical drug includes levemir flextouch. On (B)(6) 2017, patient felt that the novolog was not delivered from the novopen echo. It was reported that the spring in the device was coiled. Blood glucose was more than 600 mg/dl. Patient was able to bring blood sugars back down to 74 mg/dl by adjusting spring and delivering 5 units of novolog. No additional treatment was given. The patient had pain at injection site and still experienced pain at the injection site at times. On an unknown date, it was noted that novopen echo display screen no longer showed anything. Action taken to novopen echo was reported as no change. Action taken to novolog penfill was reported as no change. On (B)(6) 2017 the outcome for the event "novolog was not delivered from the novopen echo due to the spring being coiled" was recovered. On (B)(6) 2017 the outcome for the event "blood sugar more than 600 mg/dl" was recovered. The outcome for the event "pain at the injection site" was not recovered. The outcome for the event "novopen echo screen was not displaying" was not reported. The outcome for the event "expired device used" was not reported. Investigation results: name: novopen echo, batch number: dv40046 the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. Non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation has been reviewed. Nothing abnormal was found. Name: novolog penfill 3 ml cartridges 100 units/ml (u-100), batch number: unknown no investigation was possible, because neither sample nor batch number was available. Cross-referenced with 572356 (same reporter, different product). Company comment: 08-dec-2017: as the novopen echo and novolog penfill (insulin aspart) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Reporter comment: the reporter also noted that the patient still experienced pain at the injection site at times and noted causality as related to novopen echo. Novopen echo screen was not displaying not recovered, still needs replacement. Evaluation summary: name: novopen® echo®, batch number: dv40046. (B)(4): the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. (B)(4): the batch documentation was reviewed. Non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation has been reviewed. Nothing abnormal was found.